Event description:
The surgeon reports that while inserting the mi60lus intraocular lens into the pt's left eye using the lp604350 viscoject 1.8 inserter, the "sleeve" of the inserter came off and had to be pulled out of the incision causing the capsule to rupture. The lens was removed, a vitrectomy was performed, and a sulcus lens was successfully implanted. The pt's postoperative manifest refraction was plano -2.25 x 70 and her best corrected distance visual acuity was reported as 20/40-1 on (B)(6) 2011. Reference MDR #1119279-2011-00153 for the delivery device.

Manufacturer narrative:
The lens was discarded and will not be returned to b and l for analysis. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. No other complaints have been rec'd for this lot. Inspection and test records indicate that the released lenses from this lot conformed to specifications. Based on current info, the root cause of the event cannot be determined. However, in the surgeon's opinion the event is due to the lens being loaded improperly.